Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they felt like the insulin on board (iob) is not being calculated properly. There was no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the black box and history for event date is overwritten. Pump returned with the iob set to on, duration 4.0hrs. For testing purposes a 5.0u bolus was performed with iob set to on duration 4.0hrs. Immediately after performing the bolus the pump correctly displayed the 5.0u iob in the status screen. After the 4.0hr duration period the iob status screen correctly reflected 0.00u. No hypersensitive keys observed on the keypad. Investigators were unable to duplicate the complaint; pump information for complaint is overwritten. Iob found to be functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.